Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day after the implant procedure, the patient experienced diaphragmatic and nerve stimulation due to the left ventricular lead. The lead was reprogrammed off, and then explanted and replaced. No further patient complications have been reported as a result of this event.